Event description:
It was reported that customer received repeated minimum fill notifications while attempting to load cartridge with insulin into pump, despite having sufficient insulin in cartridge and following normal use. There was no adverse impact to the customer's blood glucose level. Customer first reloaded same cartridge after cleaning pump area with alcohol wipe or lint-free cloth but issue persisted, then followed guidance from technical support to fill and load new cartridge using proper technique, which also did not resolve issue, so case was escalated for additional assistance and no further outcome information was available.